Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n (B)(4) hemolok ml clips lot#73a1800688, the samples were functionally inspected, and during the inspection issue reported "clip broke" was not observed. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported, the customer complaint cannot be confirmed and the root cause cannot be determined. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to load an applier with a clip, the clip got broken. Then, a new unit was opened but the same event occurred again. Therefore, another new unit was opened instead. No clip fell in the patient. There was no patient injury.